Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08-oct-2019 with the following findings: the original complaint for a call service alarm 064 was reported on (B)(6) 2018. The pump history showed the pump was in use until (B)(6) 2019. A review of the pump's current black box history and alarm history showed no evidence of a call service 064 alarm. Investigation was unable to reproduce or duplicate the call service 064 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.